Event description:
Customer called stating that their freestyle meter was reading too low. They went to the doctor who had them admitted to the hospital. Their blood sugar was taken at the hospital with an unknown meter resulting in readings +300 mg/dl above the readings received from the freestyle meter.